Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported lines on the image during inspection for use involving an olympus gynecologic, laparoscope. There were no reports of patient harm.